Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, after powering on the system the site experienced system error code # 802. Reportedly, the site shut down and restarted the system; however, the system error code # 23 appeared. The site cleaned their system fiber cables and restarted the system; however, system error code # 802 recurred. Unable to resolve the issue, the site contacted isi for technical support assistance. An isi technical support engineer determined that the system error code # 23 experienced by the site was associated with the system's red fiber cable. The tse instructed the site to clean the cable and restart the system; however, system error code # 802 re-appeared. The tse then instructed the site to try a different power outlet; however, the issue persisted. The pt was under anesthesia and the port incisions had not yet been created when the surgeon made the decision to abort the planned surgical procedure.

Manufacturer narrative:
The ppd was returned and evaluated. Engineering eval was unable to replicate the alleged "err 802 pt side cart battery backup errors" after installing the board into an in-house pca system. The module battery box was returned and evaluated. Engineering eval was able to replicate the reported issue by installing the battery box into an in-house pca system. The module battery box failed at power on with a message displayed on screen. The site's logs were reviewed during the investigation conducted by the field service engineer (fse). The fse found that the site also experienced system error code #5, system error code #23 and system error code #802 experienced by the site were associated with the module battery box, the red fiber cable, the auxiliary power board (apb) and the pt side power distribution board (ppd). The module battery box provides 24 volt battery backup. The fiber cable connects the pt side cart to the surgeon console and passes the video, audio and data during system operation. The apb controls the battery backup system, cart safety interlock and converts the 24 volt battery to 48 volts during ac power failure. The pt side power distribution board is a printed circuit (pca) board located on the pt side cart that divides the electrical power feed into subsidiary circuits while providing a protective circuit breaker for each circuit. The system was repaired by replacing the affected module battery box, red fiber cable, the apb and the ppd. As of the date of this report, no add'l info concerning the reported incident has been provided to isi by the site. Intuitive surgical has made several attempts to contact the site to obtain add'l info concerning the reported event; however, no add'l info has been provided as of the date of this report.